Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The target lesion was located in the tortuous and severely calcified popliteal artery. The renegade hi-flo catheter was positioned in the vessel with some difficulty due to the patients anatomy. Dye had been injected through the microcatheter. As the physician torqued and then drew back on the catheter, the shaft of the device became separated in its mid portion and the internal braid unwound. The entire system was able to be removed and the procedure was completed with a non bsc device. There were no patient complications reported and the patient's condition was reported as fine.

Manufacturer narrative:
Device evaluated by MFR: the returned device was received with the guide wire inside the shaft and was unable to be removed. Visual and microscopic examinations revealed a break 29.7cm from the proximal end with 5cm of braid exposed. A stretched area of shaft was also noted measuring 12.5cm. Blood was visible within the distal shaft. All dimensions which were able to be measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as continuous flushing was not maintained in the procedure as directed by the dfu. (B)(4).

Manufacturer narrative:
Age at time of event:(B)(6). Device returned to MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The target lesion was located in the tortuous and severely calcified popliteal artery. The renegade hi-flo catheter was positioned in the vessel with some difficulty due to the patients anatomy. Dye had been injected through the microcatheter. As the physician torqued and then drew back on the catheter, the shaft of the device became separated in its mid portion and the internal braid unwound. The entire system was able to be removed and the procedure was completed with a non bsc device. There were no patient complications reported and the patient's condition was reported as fine.